Event description:
This report summarizes one malfunction event. A review of the event indicated that model ecp0110gv biopsy instrument experienced difficult to remove and suction issue. This information was received from a single source. For this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove and suction issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
For the reported event, the device was returned to bd for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes one malfunction event. A review of the event indicated that model unknown encor biopsy probe experienced difficult to remove and suction issue. For this event, the device was used on the patient but there was no reported injury. The patient¿s age, sex, and weight were not provided. The unknown encor biopsy probe was returned and is still pending investigation. Also, the lot number was not provided, preventing a device history record review.